Event description:
As the balloon was being inflated it took approx 4-5 times longer than normal to inflate. The stent was deployed without a problem. As the physician was deflating the balloon it took about 4-5 minutes to deflate. The distal part of the balloon came down but the proximal part did not. The physician tried to deflate and inflate the balloon several times but this did not work. The indeflator was removed and re-attached and finally the balloon went down without a problem.